Event description:
It was reported that this peritoneal dialysis (pd) patient passed away in her sleep while connected to the liberty select cycler. The cause of death was reported as a possible heart attack. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased on(B)(6)2025 while still connected to the liberty select cycler. It is unknown what phase and cycle the patient was on at time of death. There were no reported issues with the cycler or treatment prior to the death. No resuscitative efforts were administered as the patient was found deceased. The patient was not transported to the hospital. The cause of death was documented as cardiac arrest. The death was not related to any fresenius device(s) or product(s) and/or their dialysis therapy.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The reported cause of death was cardiac arrest unrelated to any fresenius device(s) or product(s) and/or the patient¿s dialysis therapy. In patients undergoing peritoneal dialysis, the rate of scd is related to the highest tertile of troponin and brain natriuretic peptide values, suggesting an important role of heart disease. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s cardiac arrest and death.

Event description:
It was reported that this peritoneal dialysis (pd) patient passed away in her sleep while connected to the liberty select cycler. The cause of death was reported as a possible heart attack. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased on (B)(6) 2025 while still connected to the liberty select cycler. It is unknown what phase and cycle the patient was on at time of death. There were no reported issues with the cycler or treatment prior to the death. No resuscitative efforts were administered as the patient was found deceased. The patient was not transported to the hospital. The cause of death was documented as cardiac arrest. The death was not related to any fresenius device(s) or product(s) and/or their dialysis therapy.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient passed away in her sleep while connected to the liberty select cycler. The cause of death was reported as a possible heart attack. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased on (B)(6) 2025 while still connected to the liberty select cycler. It is unknown what phase and cycle the patient was on at time of death. There were no reported issues with the cycler or treatment prior to the death. No resuscitative efforts were administered as the patient was found deceased. The patient was not transported to the hospital. The cause of death was documented as cardiac arrest. The death was not related to any fresenius device(s) or product(s) and/or their dialysis therapy.